Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) female patient developed vaginal bleeding, altered mental status and decreased oral intake and was admitted to a hospital. She was then transferred to the intensive care unit (ICU) where her vad ((B)(4)) flow wave was described as flat with negative deflections with increased power consumption and estimated flows. Her post-treatment course was complicated and also developed acute renal failure. The patient was later made a do not resuscitate/intubate and was transferred to a step-down unit for comfort care. Her legally authorized representative arrived on (B)(6) 2013 and a decision was made to turn off the vad and ICD in accordance with the patient's wishes and the patient expired later that day from acute renal failure. Controller log files associated with the event and associated with (B)(4) were not provided despite multiple attempts to acquire them. Upon completion of the DHR review process it can be concluded that pump (B)(4) met all the internal requirements prior to its qa release process. The family declined an autopsy and the pump remains implanted in the patient post-mortem. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Renal dysfunction, hemolysis and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states that a (B)(6) female patient developed vaginal bleeding, altered mental status and decreased oral intake and was admitted to a hospital. The patient was found to be minimally rousable. A foley catheter was inserted and her urine found to be cola colored. She was then transferred to the intensive care unit (ICU) where her vad ((B)(4)) flow wave was described as flat with negative deflections with increased power consumption and estimated flows. The patient's medications at the time of the event included coumadin. Laboratory findings included an ldh of 3178 iu/l, a hematocrit (hct) of 24% and an inr of 5.5. A CT scan of the patient's head was normal. The patient's coumadin was held and she was treated with integrilin and heparin. The patient remained hemodynamically stable throughout period but her delirium was ongoing. Her post-treatment course was complicated with a decrease in her hct to 15% that was attributed to hemolysis. She also developed acute renal failure with a peak creatinine of 4.3 mg/dl. Her last inr was 5.4 and her last ldh was 5055 iu/l. The patient was later made a do not resuscitate/intubate and was transferred to a step-down unit for comfort care. Her legally authorized representative arrived on (B)(6) 2013 and a decision was made to turn off the vad and ICD in accordance with the patient's wishes and the patient expired later that day from acute renal failure. The family declined an autopsy and the pump remains implanted in the patient post-mortem.